Manufacturer narrative:
(B)(4). Patient age at the time of event: over 18 years old. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00393. It was reported that a burr was stuck on the guidewire. A rotalink¿ advancer was used to treat the target lesion. During preparation, the rotalink¿ burr rotated and reached the maximum speed, but it failed to rotate during the procedure. The rotalink¿ burr was stuck on the rotawire during the procedure. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.